Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that a bd emerald¿ syringe with needle had foreign matter on the syringe. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd emerald¿ syringe with needle had foreign matter on the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: the returned sample shows the presence of black particles as foreign matter. The returned sample received was in open condition and how the product was packed is not known. Ink particles & foreign matter on the returned samples were compared by observing under higher magnification and the team confirmed that the presence of barrel printing ink particles as foreign matter on the returned sample. The team observed that during the assembly process of syringe, during the setting of printing drum and silicon pad at the printing station the graduation mark is transferred on the barrel. There are chances that the barrel printing ink particles from the silicon pad might get transferred on the barrel surface and get packed. However, during the in-process inspection no such defect were observed during the manufacturing process. This kind of barrel printing ink particle inside the syringe can be considered as isolated case with stringent quality inspection. The team will monitor the defect and if confirmed will take actions appropriately.

Manufacturer narrative:
Our quality engineer was able to verify the reported complaint of foreign matter. The customer return photograph showed the presence of foreign matter. The team analyzed the photograph and confirmed that the presence of barrel printing ink particles as foreign matter. The team observed that during the assembly process of syringe, during the setting of printing drum and silicon pad at the printing station the graduation mark is transferred on the barrel. There are chances that the barrel printing ink particles from the silicon pad might get transferred on the barrel surface and get packed. From the photograph it is not possible to confirm the foreign matter. Due to unavailability of manufacturing lot details and actual defective samples further investigation could not be performed. No DHR could be reviewed. The exact root cause is not identified. However, during the in-process inspection no such defect were observed during the current manufacturing process. As a preventive action for future the team decided below actions to be taken: more focus on the reinforcement of existing good manufacturing practices during the manufacturing process for all associates. Provide cover at all possible location where there are chances of contamination. Provide visual display on machines and ensure for compulsory usage of hand gloves before touching the product, machine track, etc. To avoid any chances of contamination of product. Make the associates more cautious & aware about the severity of foreign matter and to reject the syringe strip which gets stuck in the transfer belt in primary & secondary packaging process and not to repack the product again. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that a bd emerald syringe with needle had foreign matter on the syringe. There was no report of exposure, serious injury or medical intervention.